Manufacturer narrative:
This supplemental report is being submitted to provide the following additional information: updated field: d4 primary UDI number: (B)(4). H4 manufacturing date: 7/11/2019. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to the repair site for inspection. And the reported failure was not confirmed. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. In addition, the following reportable malfunctions were identified, during the device evaluation: fluid, dust and fibrous foreign material adhered inside the video connector receptacle. Based on the results of the investigation, the root cause of the image issue and debris in the video connector receptacle was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device's main and sub monitors sometimes went black. The issue was found, during a therapeutic procedure. Which was completed with the same device. There were no reports of patient harm.